Event description:
It was reported to boston scientific corporation that a autotome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the device was advanced down the scope and positioned at the papilla. The device was bowed and the cut wire broke at the distal end; no part of the wire fell into the patient. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the exposed cut wire was broken at the distal pierce hole, however, it remained attached at the proximal pierce hole. The working length was twisted and the cut wire appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 6mm proximally from the distal pierce hole. This tear allowed the cut wire with the attached anchor to separate from the distal pierce hole; a portion of the anchor was missing and not returned. In addition, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. The condition of the returned incident device was consistent with the complaint that the cut wire broke at the distal end. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a autotome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the device was advanced down the scope and positioned at the papilla. The device was bowed and the cut wire broke at the distal end; no part of the wire fell into the patient. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. In addition, the complainant was unable to provide the suspect device upn. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.